Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01785 and 3005099803-2011-01786. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used in the colon during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, a resolution clip was used inside the patient; however, the clip was found to be bent and would not close completely or properly. The physician removed the device from the patient. The same issue occurred for both a second and third device used (manufacturer report #'s 3005099803-2011-01785 and 3005099803-2011-01786). Both clips were bent and would not close completely or properly. The physician removed both devices from the patient and another resolution clip was used to complete the procedure without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of clip bent. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.